Event description:
It was reported that the patient presented to office with acute knee pain/swelling; knee aspirated and cell count c/w deep infection. Insert was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.